Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd disposable syringe 20ml the syringe split and failed to deliver medication. The following information was provided by the initial reporter: (B)(6) 2022 when the medical solution was dispensed, the syringe was split, resulting in the loss of the medical solution.

Event description:
It was reported while using bd disposable syringe 20ml the syringe split and failed to deliver medication. The following information was provided by the initial reporter: 2022 (B)(6) when the medical solution was dispensed, the syringe was split, resulting in the loss of the medical solution.

Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 301948 and lot number 2106144. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained for evaluation; however, upon examination, the retained samples did not confirm the reported defect.